Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during a routine check that the cs300 intra-aortic balloon pump (iabp) was displaying a leak in the iab circuit alarm. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) checked for 6hours. No any error/alarm coming. Unit handover in good working condition.